Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging when she was unable to test her blood glucose because the down arrow button was not responding on her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the patient for a follow up call. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:45am, the patient alleged the issue began. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. On the day of the alleged issue, the patient reported taking her usual dose of medication including insulin on a sliding scale. The patient reported 15 minutes after the alleged issue began she felt "stressed out and dizzy." On (B)(6) 2012 at 9:00am, the patient claimed that she was seen in her doctor's office. The patient reported that her blood glucose was measured on the doctor's meter, and a reading of "172 mg/dl" was obtained. In response to this reading, the doctor reportedly administered 10 units of nph insulin. It is unknown if the doctor's office visit was routine or for treatment of an acute complication of diabetes. During the time of troubleshooting, the cca was able to determine that the alleged issue was not intermittently occurring. In addition, the cca documented that this was not the first time the subject meter had been used, and there was no misuse of the product. However the alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reportedly was unable to test her blood glucose due to the alleged issue, and was treated by a healthcare professional after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.